Event description:
In november 2000 the end-user's nurse called minimed, USA and stated that the end-user was hospitalized for high blood glucose. The insulin had been leaking from the rubing near the luer lock, and the insulin had not reached the pt. The insulin pump (and the infusion set) had been dropped from the mattress onto the headboard. The nurse returned the used tubing to minimed, USA.